Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up report will be submitted.

Event description:
"When the trocar was removed at the end of the case, the pa noticed the end of the trocar. Three pieces were found in the patient & two found in the skin." "This prolonged the surgery. They needed to re-insufflate the patient & find 3 pieces of the cannula."